Manufacturer narrative:
Device for treatment not diagnosis. Additional narrative: DHR- review found no relevant issues that would result in this product complaint. Manufacture eval- damage on the m8 x 0.75-6g thread and on the edges of the screw body diameters and side openings. This damage is not manufacture related. Because of the returned condition of the screw, not all relevant features can be verified; therefore, this complaint is indeterminate. Product development event evaluation: the set contains instruments to help persuade/bend the rods to accommodate a wide variety of surgical instances and patient anatomy. Since there is not enough information concerning the placement of the rod during the procedure, this complaint is a deemed indeterminate from a design perspective.

Event description:
Surgeon was performing t10 to illium fusion with uss dual opening and could not get the nut to thread on top of the screw for the left illium. He stripped out several nuts and screws trying to get one to hold and bent one hook and screw holder. All broken pieces removed and more than 30 minutes delay but procedure completed successfully.this report is 3 of 14 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the design evaluation report states that the surgeon had difficulty engaging the nuts on the uss screws while seating the rods with the collars. This may have been due to the rod not being fully seated in the screw. If the nut is not placed proper aligned with the mating pedicle screw threads, cross-threading can occur damaging the screw and nut. The (B)(4) reviewed the complaint history between (B)(6) 2011 and (B)(6) 2013 for 499.294 implants with this hazard. The history shows 35 implants. The occurrence rate of this hazard based on the sales of 499.294 for the same time period is 0.22 percent.